Manufacturer narrative:
The investigator considered the event as possibly related to pembrolizumab or placebo, possibly related to study device, not related to temozolomide, and not related to study procedure. In the opinion of investigator, the event was related to the radiation therapy. Based on review of available data, the sponsor assessed the event of seizure as possibly related to the blinded investigational product (pembrolizumab or placebo), not related to temozolomide, and not related to either the study device or study procedure. In the absence of tumor information after surgery (baseline MRI), absence of the MRI results at the time of this event and based on the short temporal relationship between the event onset and the last imp administration, progressive lethargy the patient experienced, the sponsor conservatively assessed the event as possibly related to the blinded investigational product. Seizure is considered an unexpected event for pembrolizumab or placebo and for the study device according to the current reference safety information. Note: as this is a clinical patient, no information can be provided about the device used (device ID, UDI in section d.4 and manufacturer date in section h4.).

Event description:
A 63-year-old male with glioblastoma started optune gio therapy as part of the protocol ef-41/ keynote d-58: "a phase 3, randomized, double-blind, placebo- controlled study of optune® (ttfields, 200 khz) concomitant with maintenance temozolomide and pembrolizumab versus optune® concomitant with maintenance temozolomide and placebo for the treatment of newly diagnosed glioblastoma. " while enrolled, the patient experienced the serious adverse event of seizure which required hospitalization. On (B)(6) 2026, the subject was randomized into the study. On (B)(6) 2026, the subject was taking photographs when he developed a sudden spasm in the left thigh, followed by a fall to the ground. He denied head trauma, loss of consciousness, or post-ictal state. He was able to stand independently and continued his activities for the day, although he reported increased lethargy. No additional symptoms were noted on that day. On (B)(6) 2026, the subject experienced a recurrence while returning from a walk, during which he again developed a left thigh spasm resulting in a fall without head injury or loss of consciousness. Shortly after entering his home, he had another similar episode characterized by left thigh spasm followed by a fall, again without head trauma or loss of consciousness. Later the same day, he developed rhythmic twitching of the left hand lasting approximately 10¿20 minutes, which resolved spontaneously. On(B)(6) 2026, it was reported that the event was resolved (query raised to update the resolution date). On (B)(6) 2026, the subject reported no further symptoms. However, on the same day, the subject was admitted into the hospital. On (B)(6) 2026, the subject recorded a video of the left-hand twitching episode and sent it to his neuro-oncologist, who advised presentation to the emergency department. Per the subject¿s spouse, he had been progressively more lethargic. The subject denied fevers, chills, chest pain, palpitations, shortness of breath, nausea, vomiting, or diarrhoea. The neuro-oncologist notified the clinical research coordinator and clinical trial team that the subject had been experiencing tremors and falls since (B)(6) 2026, along with worsening fatigue and increasing left leg weakness. Review of the video was concerning for a focal motor seizure involving the left upper and lower extremities. In the emergency department, laboratory evaluation revealed potassium 3.2 and cpk 217. A computerised tomography (CT) angiogram of the head and neck showed no acute intracranial haemorrhage or mass effect, with stable postoperative changes from prior right temporal resection. The cervical and intracranial arterial vasculatures were patent without significant stenosis. Incidental findings included multiple thyroid nodules, the largest measuring 2 cm on the left. The subject received potassium replacement and was admitted for further management. No treatment was required with respect to this event. No action was taken with study device, pembrolizumab/placebo and temozolomide due to this event. At the time of the report, the subject was still in the hospital. Initial information was received on (B)(6) 2026.